Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, when opening the package, the needle had been broken in the packaging. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? No further information is available. What was the procedure date? No further information is available. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/06/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: evaluation: investigation summary: a suture needle product code z463h was returned for analysis. Upon visual analysis of the returned sample revealed that the needle broke at the tip area. The barrel hole was examined under 20x magnification and a needle part separated from the needle wall. In addition, a fracture was observed at the tip of the needle. One side of the needle was received; the mating fracture surface was not provided for this evaluation. Further analysis of the needle was performed to assess the broken area. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.